Manufacturer narrative:
(B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. There was a kink at the nosecone. The mid shaft was kinked 43cm from the tip. The pull handle was bent and damaged. The stent was returned inside of the device, but partially deployed approximately 1cm out from the end of the distal end of the mid shaft. The handle was separated by the engineering team to inspect for further damage. It was noticed that the mid-shaft had separated from the retainer clip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-nov-2016. It was reported that the stent failed to deploy. The target lesion was located in the superficial femoral artery (sfa). A 5 x 200 x 130 innova¿ stent was advanced to treat the lesion. However, during deployment, the physician made about 30 clicks on the thumb wheel but the outer sheath would not retract. The stent would not deploy and was not exposed at all. The device was removed from the patient's body and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent partial deployment and shaft detachment/separation.